Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34d5b implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a loss of stimulation or no stimulation. It was also reported that the patient cannot turn the stimulator above 0.4 ma on any program. At 0.4 ma the controller red max settings have been reached. Impedances were checked on (B)(6) 2025. Preop impedances were >4,000 on all electrodes. Ap and lateral fluoroscopy was obtained prior to the incision being made. The cause was unknown. The patient experienced a return of baseline symptoms: urinary incontinence and urinary frequency. Urinary urgency. It was further explained that the patient was scheduled today at the camc outpatient surgery center for revision of her interstim. The patient states that she cannot turn the stimulator over 0.4 ma on any program without getting a warning that it¿s at its max settings. She states that she noticed on or around (B)(6) 2025, she had a return of baseline urinary symptoms and was not able to adjust the stimulation above 0.4 ma on any program. The patient denies any falls. Her impedances are > 4,000 on all electrodes. The surgeon confirmed the existing lead and battery was in good position with fluoroscopy just prior to incision today. The lead was disconnected from the battery, and motor responses were checked with a j-hook. Toe and bellow were observed on electrodes 0, 0,1, 2, but electrode 3 had no response. The surgeon placed a new battery on the existing lead, placed the new battery attached to the existing lead in the pocket, and checked impedances. This check resulted in electrodes 0 and 1 being >4,000 and electrodes 2 and 3 being in the normal range. The surgeon decided at that point to also replace the lead. He removed all components of the existing lead and replaced it. Toe and bellow was observed on all electrodes. The new lead was torqued into the new battery. All impedances were within normal limits. Post operatives the patient had a positive response to the stimulation and was set on program 3 at 1.3 ma. The old battery and lead will be shipped to medtronic for analysis.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) identified that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis of the lead (lot#: va34d5b) revealed that the insulation was torn under the #0 connector at the proximal end of the lead. Continuation of d10: product ID 978b128 lot# va34d5b, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon further investigation (hra (B)(4)) it was determined that damage was caused during analysis. Afc updated from s17850 to s10115. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.